Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a pocket infection and/or vegetation on the lead. The system was explanted and the ICD was resterilized for use as an external ICD. A new defibrillation lead was implanted and the resterilized device was connected. The device was programmed to offer brady pacing and defibrillation therapy with a cold can shocking configuration. This was intended to be used until the infection was resolved and a new system could be implanted. However, this patient died ten days after the system was explanted, before a new system could be placed. The journal article noted that although the systemic infection was not resolved despite a specific antibiotic regimen, the external ICD seemed to play no role in the patient's death.